Manufacturer narrative:
(B)(4) - undefined complications occurred; undefined complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Based on additional information it was noted that this is a duplicate file of medwatch # 2210968-2014-13170. All information pertaining to this event will reside in medwatch # 2210968-2014-13170. Medwatch # 2210968-2014-12789 to be voided.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008 and mesh was implanted. Shortly after the surgery, the patient experienced various undefined complications. The patient underwent a reoperation on (B)(6) 2010. Additional information has been requested.